Event description:
During a tavr case, a 14fr esheath plus was used during the case and access was confirmed on the left side of the patient. The angle of the esheath was shallow and the vessel was pre-dilated by completely inserting the dilator. Upon removal of the esheath, visual inspection revealed scratches/rough areas on the outside of the sheath. A vascular interventional stenting was required to the left iliac through the common femoral artery. Per report, although the operator knew of the 'unfavorable' patient vessel (small and calcified) a decision was made to perform the procedure on the patient's left side. The patient had been worked up for carotid approach. A decision was made to attempt a femoral approach before the carotid approach.

Manufacturer narrative:
The investigation is ongoing. Device discarded.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect investigation. The 14fr esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No imaging was provided. During manufacturing, the sheath shaft components are 100% visually inspected. There was no device returned and there is no evidence of a manufacturing/design defect potentially contributed to the complaint. A device history record (DHR) review was performed and did not reveal any issues that could have contributed to the event. A review of lot history revealed did not reveal any other complaints relating to the complaint. The esheath plus IFU, device preparation training manual and procedural training manual were reviewed for instructions and guidance. The procedural training manual provide guidance on vascular access. Access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure. Valve size: 20-26mm, sheath 14f, minimum vessel indicates diameter greater or equal to 5.5mm and valve size: 29mm, sheath 16f, minimum vessel diameter greater or equal to 6.0mm. In addition, the procedural training manual provides guidance on sheath removal. Remove the suture securing the sheath, remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards and do not re-advance the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Reinsert dilator into the sheath or have an appropriate dilator ready to occlude the vessel if required. The appearance of the sheath upon removal is some curvature of the sheath may be present, ripples along the seam are normal and an open tip and seam are to be expected. It is important to remember through the procedure to initially insert the introducer sheath with the edwards logo facing up, suture the sheath in place, once completed, remove the sheath completely with the edwards logo facing up, remove the sheath without torqueing and do not re-advance or reinsert the sheath at any time. Proceed with vascular closure as per standard of care. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath insertion with inability to introduce the sheath was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, 'upon removal of the esheath, visual inspection revealed scratches/rough areas on the outside of the sheath. Although the physician knew of the 'unfavorable' patient vessel (small and calcified) a decision was made to perform the procedure on the patient's left side.' Per the training manual, 'push force can vary due to angel of insertion , vessel diameter, tortuosity and degree of calcification.' The description states the patient had 'small and calcified' vessels. Calcification and undersized vessel diameters can create a constrained condition and lead to increased contact with the sheath. These factors can increase friction between the sheath and the patient's access vessel leading to inability of sheath insertion and the reported scratches on the sheath. In this case, available information suggests that patient factors (calcification, undersized vessel) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified. No IFU/labeling/training manual inadequacies were identified. Therefore, a product risk assessment (pra) not corrective or preventative action is required at this time.